Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported the prostyle device was used in with a 4f sheath. It should be noted that the prostyle instructions for use (IFU) states: ¿for access sites in the common femoral artery using 5f to 21f sheaths.¿ the IFU violation likely did not contribute to the difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 - indication for use

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device after a carotid arterial stenting interventional procedure with a 16f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. An additional prostyle device was used to achieve hemostasis with no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.